Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a loss of connection was not confirmed. The root cause could not be determined.